Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer uses cold insulin when filling their cartridge. Tandem technical support educated the customer that this is off label usage. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer's blood glucose level.